Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the numbers on the screen were ramping up on their own after attempting to program a bolus. After some troubleshooting was done, the insulin pump alarmed with battery out limit, then the screen froze. The alarm could not be cleared. Advised that the insulin pump would be replaced. Nothing further was reported.